Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information received indicated that the lead was not right for the vessel.

Manufacturer narrative:
If inormation is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned left ventricular (lv) lead was analyzed and it determined that the lead not right for the vessel allegation was not confirmed based on inspection that showed no issues.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. Additional information received indicated that the lead was not right for the vessel. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.